Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the automatic registration would not be completed. The physician attempted to complete the automatic registration without success, trying different catheters and cables, rebooting the system, and replanning the procedure, but none of these troubleshooting steps were successful. General anesthesia was used, and the procedure was aborted, being unable to diagnose the patient. It was noted that upon replacement of all cables, the system was functioning properly.